Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a recurring alarm 22 that could not be cleared. Reportedly the customer may have exposed their pump to humidity levels outside of the suggested range. There was no reported impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.